Manufacturer narrative:
The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked end cap. There was no loose drive support disk noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's blood glucose was unknown. It was reported that the customer stated that her up and down buttons were cracked. The customer stated that the whole side of the insulin pump is coming out when she attempts to prime the insulin pump. The customer stated that there is only one crack that goes around the entire pump. The customer stated that she has never dropped the insulin pump. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.